Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on his chest and back. The irritation was open and secreting puss. During a follow-up the patient's nurse reported that the injury had neither improved nor worsened.